Event description:
A facility reported the shunt was sitting too close to the iris, following insertion. The surgeon decided to remove the shunt and perform a standard trabeculectomy at the time of the initial procedure. Add'l info was received from the surgeon reporting the pt is doing "very well" following the procedure. The surgeon indicated the pt's anterior chamber was too small to leave the shunt in place at the angle it was inserted. The surgeon is not blaming the device, she feels the event was related to the pt's anatomy. This was the first time this surgeon had used this device.

Manufacturer narrative:
The device was not returned for evaluation. There have been no other complaints reported in this lot number. Add'l info was requested on 01/22/2010 and 02/12/2010. Add'l info was received. (B) (4)